Event description:
Caller reported diabetic attack in pt, requiring treatment by paramedics. Freestyle meter readings taken on two different meters with results of 356 and 227, respectively. Paramedics, when they arrived an undetermined time later, reported a bg of 44, using a meter of undetermined brand.